Event description:
Customer has a bed that the head left rail will not latch. Customer found the bed on the 4th floor crossover. This was a vacant room and there were no alleged injuries. Customer alleged the siderail rail stop to resolve the issue with this bed.